Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer continued to clear the alarms but did not change any supplies despite ongoing alarms. Tandem technical support walked the customer through troubleshooting and pump was functioning appropriately. Customer¿s blood glucose level was 127 mg/dl.